Manufacturer narrative:
Product event summary: the 2af284 balloon catheter with lot number 13978 was returned and analyzed. No anomalies were identified during the external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was reviewed and the data indicated that the catheter was never used. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. Pressure and flow were in range and the temperature curve had no oscillations or overshoots. During the device compatibility inspection (balloon catheter insertion into sheath), the outer balloon distal bond diameter was measured out of specification. The outer balloon distal bond measured 0.164 inches (specification is <(><<)>(><(><<)><(> <<)>)>0.157inch). In conclusion, the air ingress and balloon catheter/sheath compatibility was confirmed and the balloon catheter failed return inspection due to the outer balloon distal joint od was out of specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 4fc12; product type: sheath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, it was more difficult than usual to insert the balloon catheter into the sheath. It was also reported that when aspirating, air ingress was observed. Additional aspiration maneuvers were performed; however, multiple air bubbles were still present. The balloon catheter and sheath were replaced which resolved the issues. The case was completed with cryo. No patient complications have been reported as a result of this event.